Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected and then replace battery alarm without any prior low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he keeps getting a power error and also power loss. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 640g pump with software version 2.6. Customer previously called to report power error detected. Power error detected did not recur within a week of troubleshooting previous occurrence. Customer states the battery cap is not loose, cracked or damaged. Just today 4 times it alarmed replace battery now without low battery alarm. The customer declined power loss error and high blood glucose troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed device alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected failed battery alarms, power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Device received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.